Event description:
It was reported that the tissue pad fell off of the device during an unknown case. Case completed with a second same device. It was unknown if the tissue pad fell in to the patient; there no patient consequence.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the tissue pad damaged, melted, and a portion was not returned. Additionally, there was significant tissue build-up within the jaws. The device was tested with a generator and all buttons were functional. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. For optimal performance clean the instrument blade, clamp arm, and distal end of the shaft throughout the procedure by activating the instrument tip in saline.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. Device evaluation: no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.